Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was not calibrating properly with the sensor, as a result the customer's blood glucose was 51mg/dl at the time of the incident. Troubleshooting was not performed for low blood glucose. The insulin pump will not be returned for analysis, however the sensor will.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened or used.